Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. (B)(4).

Event description:
The customer reported via phone call that the insulin pump exposed to moisture. Customer's blood glucose level was 180 mg/dl. Customer stated they do hear fluid when shaking the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.